Event description:
In 2009, the pt reported experiencing elevated blood glucose of 300 mg/dl over the past 2-3 days during the night. Each time she experiences elevated blood glucose she changes the infusion set and boluses. She believes there was a blockage in the infusion set because when she disconnected from the "pig tail" insulin "bubbled out." She stated that she typically changes her infusion tubing and insulin cartridge every 2 weeks and the infusion site every 2 days. She was advised to change the infusion set and insulin cartridge every 6 days. Upon follow up in the next day, the pt stated that last night she changed her insulin cartridge and used an infusion set from a new box and her blood glucose was within her target range (90-130 mg/dl) this morning. The pt did not require medical assistance from a healthcare professional or secondary party to address the issue. Product was replaced. The pt will return unused infusion sets for eval.